Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported loss of communication was confirmed in the laboratory. Based on device settings, the device was below the expected longevity. The device was tested on the bench and in the automated system; no anomalies were found and there was no source of high current drain. The battery was sent to the manufacturer and no anomaly was detected. The cause of premature depletion and loss of communication was undetermined.